Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing shocking sensation when stimulation was turned on. X-ray was taken and showed no migration of leads. The physician suspected that the leads may have a fracture.

Event description:
A report was received that the patient was experiencing shocking sensation when stimulation was turned on. X-ray was taken and showed no migration of leads. The physician suspected that the leads may have a fracture.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was experiencing shocking sensation when stimulation was turned on. X-ray was taken and showed no migration of leads. The physician suspected that the leads may have a fracture.